Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Event description:
A customer contacted baxter's technical service center reporting the home patient (hp) had the heater line disconnect from the bag during the initial drain on a home choice (hc)and requested assistance to end therapy. The hp had not securely connected the heater line to the bag. There were no alarms. The technical service representative (tsr) assisted the hp to end therapy and the hp would start over with new supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This reported condition of a connection issue was confirmed, based on the customer report. The cause was determined to be use error--incomplete connection. If any relevant additional information becomes available, a follow up medwatch will be submitted.